Manufacturer narrative:
Additional information for this event is not available yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that the probe tip of the device is broken. The distal end portion (c-body) was also scratched near the biopsy opening. The biopsy port is dented. The bending section cover glue (a-rubber glue) had a crack. The cause of the broken probe tip could not be confirmed.

Event description:
As reported for this event, during reprocessing the device tip was observed to be broken. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon inspection, it was observed that the probe tip of the device is broken. Incidental observations were the distal end portion (c-body) was also scratched near the biopsy opening. The biopsy port is dented. The bending section cover glue (a-rubber glue) had a crack. Root cause for the broken probe tip cannot be conclusively determined. It is likely caused by user handling. It appears possible that an external force was applied to the tip causing the probe tip to be damaged and scratched. As a result, it is presumed it was not able to withstand the load, resulting in damage and falling off. The cracks in the cover glue and the dents in the biopsy port can also be attributed to user handling of applying excessive force. The instructions for use (IFU) shipped along with the device include the statements: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.